Event description:
On (B)(6) 2024, a sales representative via (B)(4) reported that an abs-10080 thrombonator had blood clotted in the device. The blood did not clot after 20 minutes of sitting in the syringe and did not clot when they withdrew it. At the end of the case, the blood ran completely unclotted when they poured it out while lifting the packaging. They stated they followed step-by-step protocol for whole nonanticoagulated blood and did not draw from an IV line. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/30/2024: the blood did not leak out of the abs-10080 thrombinator. The case was completed using tisseel (fibrin glue) from the facility's stock. The case was delayed twenty minutes to wait for the blood to clot. Then, there was additional time waiting for the tisseel to thaw. At the end of the case, the device was discarded, and all the blood was pulled but never clotted in the syringe. There were no reported adverse effects on the patient. This occurred in a procedure with anesthesia during a talar ocd using the thrombinator to top biocartilage on (B)(6)2004.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.